Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead exhibited high pacing thresholds and lead dislodgement was identified. This lead remains in service and was successfully surgically revised to reposition the lead. No additional adverse patient effects were reported.